Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) was informed by clinical sales rep (csr) that they were unaware of the reported issue and had several cases on the system with no problems. There also were no relevant errors in system logs. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted surgical procedure, the clinical sales rep (csr) contacted intuitive technical support engineer (tse) to report that the surgeon stated there was un-intuitive motion from hand controls to the instruments. Tse viewed logs and no associated errors were present. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 03/31/2026: the issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer while the surgeon was attempting to manipulate instruments.